Event description:
The clinical manager reported a patient had an elevated blood pressure (bp) and became unresponsive during a hemodialysis treatment. Patient was sent to the hospital and passed away 2 days later. Events as followed: patient had complaints of nausea and vomiting prior to treatment. At 06:37 hemodialysis treatment initiated. Bp 195/96. At 07:30 bp 215/102, fluid removed 602 ml. At 08:00 bp 245/114, patient alert. At 08:08 bp 211/133, fluid removed 904 ml. Patient had a decreased level of consciousness, disoriented, no response to stimulation or verbal stimuli. Blood returned and paramedics notified. Patient was brought to the emergency room. Medical records indicated patient had fallen. A CT scan revealed a massive acute subdural hematoma on the left with uncal herniation. Patient was then placed on comfort care, support was withdrawn, and expired the next day. Per the clinical manager, patient had fallen at home prior to the hemodialysis treatment.

Manufacturer narrative:
Fresenius regional equipment specialist and the facility biomed evaluated the device with no problems found. There were no device issues reported during the event. The clinical manager reported the device or any other fresenius products did not cause or contribute to the event. A medical review of the information provided indicates that the patient had fallen at home prior to the hemodialysis treatment. During the treatment patient became unresponsive and sent to the emergency room. A CT scan revealed a subdural hematoma. Life support was withdrawn and patient expired the next day. The cause of death was not provided and unknown if an autopsy was performed. A supplemental report will be submitted upon the completion of the investigation.